Event description:
Reportedly, one day post operatively, the pt was returned to the ER with severe abdominal pain. An ercp was performed, a duct leak was detected, and a stent was placed to complete the case. Procedure: lap chole. Pt status: no pt injury reported.